Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise. The noise was oversensed resultilng in inappropriate shock therapy. A revision procedure was performed. During the procedure the lead was observed to have damage consistent with subclavian crush. The lead was explanted and a new lead was successfully implanted without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.